Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Clinic representative did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom issued an rga for the patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log confirmed the reported permanent loss of antenna.